Event description:
A us distributor contacted zoll to report that a patient developed an open wound rash under the lifevest equipment. Patient described the area as rash/sores that bled. There was no alleged device malfunction contributing to the irritation. The irritation was reported to the patient's nurse at their doctors appointment, but there is no indication that the patient received medical intervention for the wounds. Reporting out of the abundance of caution. Follow up indicated that the wounds improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.